Manufacturer narrative:
Hou, z. Et al (2011). Treatment of interprosthetic fractures of the femur. The journal of trauma® injury, infection, and critical care, 71, 1715-1719. This report is for an unknown locking compression plate/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: hou, z. Et al (2011). Treatment of interprosthetic fractures of the femur. The journal of trauma njury, infection, and critical care, 71, 1715-1719. The purpose of this report was to describe the experience treating interprosthetic femoral fractures, providing an emphasis on treatment principles and specific intraoperative management. Treatment devices included synthes locking compression plate (lcp). Patients with fractures occurring between ipsilateral hip and knee prostheses between 2004 and 2010 were identified from a comprehensive database and included in this study. Thirteen consecutive patients with interprosthetic fractures were included. The mean patient age was 81.3 years (range, 61-94 years) at the time of fracture. Three patients were men and 10 were women. There were eight right and five left femur fractures. Complications reported include: one patient who experienced a loose hip prosthesis 3 years after fracture union, which required further revision with a proximal femur replacement. This is report is 1 of 1 or (B)(4). This report is for an unknown locking compression plate.